Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete the results will be provided in the supplemental report. No conclusions can be made at this time.

Event description:
The patient stated that the pump was very hot to the touch. He recalled that 10 minutes after confirming the verify screen the pump felt very hot on his leg. He states that the battery also felt very hot. He says the heat left a mark on his leg, but that it was not severe and he did not seek medical attention. He denied moisture in the battery compartment. There were no visible cracks and the battery cap was secure.